Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level and diabetes ketoacidosis. Customer was feeling shaky. Customer reported that they using block mode. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer's blood glucose when admitted to emergency room was 80 mg/dl not 431 mg/dl. The customer did not experience diabetic ketoacidosis. The customer's mother stated that the insulin pump delivered a bolus of 10 units of insulin without anyone touching the customer's insulin pump. The insulin pump history showed the delivered 10 units there. Self test and displacement test passed. The customer advised that the insulin pump was safe to use and had no issue. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.